Manufacturer narrative:
(B)(4). G2 : foreign country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pin broke off of the instrument. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 visual inspection of the returned device confirms that one of the spikes has fractured off and not all pieces were returned. The device also shows wear consistent with usage. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The device has been in the field for approximately 13+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.